Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a p-wave amplitude measurement issue. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, after magnetic resonance imaging (MRI), the right atrial (ra) lead exhibited high thresholds, no sensing, and no capture. Undersensing was noted with low sensing measurements. Reprogramming was performed, and a revision was planned. The lead remains in use. No patient complications have been reported as a result of this event.